Event description:
The hcp reported that the pt had a loss of analgesia, and the pump was tilted forward in her abdomen. A pump pocket revision was done, during which the proximal catheter was found to be disconnected from the pump. The pump was placed in a new pocket, and the catheter was revised. The hcp reported that the pt recovered without sequela. The pump was used to deliver bupivacaine and hydromorphone.

Manufacturer narrative:
.